Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: no complaint devices are available for investigation as the hospital had discarded them prior to reporting the event. Therefore our investigation is accordingly based on the photographs and information provided by the hospital, previous similar investigations and our knowledge of the product. Result: only two photographs were provided by the hospital and it could not be confirmed if they were from only one device. Visual inspection of the provided photographs revealed a cut in the inspiratory limb. The customer also returned sealed circuit kits from the same lot. No damage was found to the inspiratory limbs or packaging bags of those rt268 circuit kits. A lot check revealed no other complaint of this nature for lot number 160701. Conclusion: without return of the complaint devices, we are unable to conclusively determine what may have caused the problem reported by the customer. However based on our observations, it appears that the damage most likely occurred from use of a sharp object, such as a knife or boxcutter when the box or circuit packaging was opened. All rt268 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuits were damaged after they were released for distribution. The user instructions supplied with the rt268 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare representative that three inspiratory limbs of their rt268 infant dual heated evaqua2 breathing circuits had broken during use. No patient harm was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. We are currently in the process of obtaining further information from the hospital to determine if the complaint rt268 infant dual heated evaqua2 breathing circuits had a malfunction which might have caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation. No complaint devices are available as the hospital had discarded them prior to reporting the event.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare representative that three inspiratory limbs of their rt268 infant dual heated evaqua2 breathing circuits had broken during use. No patient harm was reported.